Event description:
On (B)(4) 2013, the reporter contacted lifescan USA via email alleging an unknown issue. The reporter mentioned that they had to use 4 or more test strips before they were able to obtain a reading. Based on the correspondence it is not known what message or issue was occurring with the subject meter. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.